Manufacturer narrative:
(B)(4). Batch # t9299e. Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone being extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the handpiece mid housing. It is possible that the ingress of moisture affected handpiece functionality. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nose cone. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, a "replace hand piece" alert screen was displayed by the generator, and then a crack was found on the surface of the hand piece. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information is available at this time.